Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, sensor expiration 45 minutes into 2 hour warm-up period. Data was not available for evaluation. Confirmation of the reported sensor expiration 45 minutes into 2 hour warm-up period and a root cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
Com(B)(4).